Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2024-00060.

Event description:
It was reported that a roi-c implant fractured intra-operatively while inserting the anchoring plate. It was reported that the plate was stiff and caused difficulty. The surgery was completed using another cage and plate without patient impact.this is report two of two for this event.

Event description:
It was reported that a roi-c implant fractured intra-operatively while inserting the anchoring plate. It was reported that the plate was stiff and caused difficulty. The surgery was completed using another cage and plate without patient impact. This is report two of two for this event.

Manufacturer narrative:
D4: (B)(4). The remainder of the UDI number is unknown because the lot number is not available. Additional information in d4: UDI number and h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to incorrect insertion into the cage. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.